Manufacturer narrative:
An event of an amplatzer pfo occluder implant resulting in pericardial effusion was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 an amplatzer pfo occluder was implanted. 2 days after the implantation on (B)(6) 2020 a pericardial effusion was observed. There was not delay in the procedure. The patient stayed stable during the procedure but the patient was unstable after the procedure due to pericardial effusion. The procedure was resolved by pericardial drainage. The physician does not know if the effusion is related to device, guidewire or anticoagulation. Currently the patient is recovering.